Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 475 mg/dl at the time of the incident and current was 110 mg/dl. The customer¿s other blood glucose level was 360-457 mg/dl. The customer stated that the infusion set cannula was bent. The troubleshooting was performed for the high blood glucose under delivery. The customer was treated with manual injection. The device will not be returned for analysis. Frn-unk-rsvr, unomed set.